Event description:
Voluntary medwatch received states that patient's lead exhibited low pacing impedance. Insulation damage was suspected. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147246.